Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that after use with bd micro-fine¿+ pen needles the outer cap was difficult to detach. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the outer cover was difficult to remove after injection.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd micro-fine¿+ pen needles the outer cap was difficult to detach. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the outer cover was difficult to remove after injection.